Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer stated their temp basal was not programmed before the alarm occurred. The customer's blood glucose was 236 mg/dl. The customer was assisted with clearing the alarm. Customer was advised to monitor their insulin pump. No additional information provided.